Event description:
It was reported that the patient had difficulty charging and communicating the remote to the implantable pulse generator (ipg) thus resulting in loss and inadequate stimulation. It was noted that the patient had wound dehiscence and pain at the implant site a month after the ipg was implanted. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5116746, UDI: (B)(4).

Manufacturer narrative:
Sc-1216 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The allegation that the patient experienced charging difficulties and loss of therapy from the ipg has been confirmed. Testing of the ipg indicated that it was operating as expected. However, a review of the data logs revealed that the user may not have followed the proper instructions for charging the ipg. Therefore, this allegation is assigned as a probable cause of failure to follow instructions, as per the labeling, the charger must be well-ventilated and properly centered over the stimulator to ensure effective charging. In addition, the allegation that the patient experienced wound dehiscence and pain at the implant site was confirmed by a review of the labeling, which indicated that this occurrence is a known risk associated with spinal cord stimulation. Therefore, this allegation is assigned as a probable cause of known inherent risk of device, as the symptoms experienced by the patients fall within the known risk category.

Event description:
It was reported that the patient had difficulty charging and communicating the remote to the implantable pulse generator (ipg) thus resulting in loss and inadequate stimulation. It was noted that the patient had wound dehiscence and pain at the implant site a month after the ipg was implanted. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)). The explanted lead was returned and was analyzed. Visual (microscope) and x-ray inspection of the lead revealed that two cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent/kinked location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review did not reveal any anomalies with all the available information, boston scientific concludes that the allegation of loss of stimulation and inadequate stimulation have been confirmed. The investigation confirmed that the cause of the reported complaint was due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor, resulting in cable fractures. Record review revealed no additional information related to the complaint. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient had difficulty charging and communicating the remote to the implantable pulse generator (ipg) thus resulting in loss and inadequate stimulation. It was noted that the patient had wound dehiscence and pain at the implant site a month after the ipg was implanted. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively.